Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2020. Investigation summary: one opened sample of product code sxpp1301 was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total gastrectomy surgery on an unknown date and barbed suture was used. The fixation tab of the device came off the suture when fixing the tab on the tissue during continuous suturing on the fascia. The surgeon commented that his way of using the product was as usual. There were no adverse patient consequences reported.